Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room after inserting a sensor and experiencing swelling at the insertion site. The site was also bleeding. Nothing further was reported.